Manufacturer narrative:
(B)(4).

Event description:
It was reported that " an incident occurred on 01 june 2026. During a laparoscopic appendectomy (operating theatre 2), whilst removing the appendix into the memobag via the trocar opening, the bag broke(at the seam at the base of the bag) and the appendix remained in the trocar opening." The surgeon had difficulty removing the appendix. This increased the duration of the surgery and anesthesia. The patient has a larger scar and contamination of the tissue. Post procedure the patient was reported to "be able to return home."